Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/09/2014 with the following findings: visual inspection revealed that the cartridge compartment was cracked near the threads: the reported event was duplicated. The returned cartridge cap was able to secure to the pump properly. The following findings are unrelated to the reported event: the battery compartment was cracked in the thread area; however, the returned battery cap was able to secure to the pump per the instructions for use (IFU). The display screen was found to be discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.